Event description:
A doctor of ophthalmology reported following a glaucoma filtration device implant procedure, the device is touched to the iris. There is no harm to the patient and the device remains implanted. Additional information was requested.

Manufacturer narrative:
Evaluation summary: no sample was returned, as the device remains implanted, nor data regarding product identity was indicated, therefore, the condition of the product could not be verified and visual inspection cannot be performed. There was no harm caused by this problem to the patient. The shunt has remained in the eye. Because a sample was not returned, the root cause cannot be determined. Additional information has been requested. Zip code is not indicated at this time. (B)(4).